Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer delivered too much insulin and over bolused. The customer's blood glucose (bg) level subsequently decreased to 23 mg/dl. The fire department administered intravenous glucose and the customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.